Event description:
It was observed that during the device evaluation, the thunderbeat 5 mm, 35 cm, front-actuated grip type s exhibited the coating of the probe peeling off and the coating of the grasping section peeling off. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: the coating of the probe peeling off and the coating of the grasping section peeling off. Based on the results of the investigation, the most probable cause of the coating on the probe peeling off likely occurred by the following mechanism: during output in seal & cut mode, the probe came in contact to metal, a surgical instrument or a hard tissue. Due to ultrasonic vibration, the coating of the probe peeled off. Also, scratches were generated, and a short circuit error occurred. Based on the results of the investigation, the most probable cause of the coating of the grasping section peeling off likely occurred due to: the coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.